Manufacturer narrative:
(B)(6). Device manufactured date: 01/15/2016 to 01/20/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A visual inspection was performed and found the iodine sponge to be present within the minicap. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge was missing from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.